Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with the lowest blood glucose noted as 50 mg/dl by glucometer and 61 mg/dl by the ilet, and a concurrent sensor-to-fingerstick discrepancy of approximately 20¿30 mg/dl; the user had recently changed the infusion site and treated the low with oral fast-acting carbohydrates, after which glucose values trended upward and the user was stable. Symptoms included low blood glucose requiring carbohydrate intervention. Outcomes included recovery at home without alerts or alarms, without emergency services, and without hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed that the cause of the hypoglycemic event was unclear. It was concluded that the event involved hypoglycemia with an undetermined cause and that the user received guidance on appropriate treatment to avoid overcorrection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.